Event description:
It was reported that the tip coil of guide wire was noted to be stretched and the shape wavy when removed from the package. Analysis of the returned guide wire revealed that the core had separated. The product was not used on a pt. This is being filed as an MDR based on co's investigative findings.